Event description:
Adverse event: interrupted procedure. Malfunction: shutter error message, reboot required. A technician reported a shutter error message occurred when the center pedal was pressed during refractive surgery. He stated the laser system was rebooted and the surgery was completed. He reported the pt's outcome was not affected.

Manufacturer narrative:
Determination of root cause: assessment: the territory manager (tm) provided support to the customer via phone. The tm instructed the site's laser operator to restart the laser and perform pmma tests with multiple stops to determine if the shutter message would recur. There were no errors and the site continued with surgeries and completed the surgery day with no problems. The tm determined that no onsite service visit was necessary. The complaint database was reviewed for 3 months prior to the reported event and showed no other complaints of this nature on this laser system. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4)